Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5032867) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lots of pain, doctor perforated my cervix, and punctured my bladder. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication received. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. The consumer started experiencing lots of pain after a year of essure insertion. She stated that the doctor perforated her cervix and punctured her bladder. Essure was ongoing at the time of the report. The consumer said she could not afford the essure removal. No outcome was provided. No causality assessment was given. Ptc investigation result received on 24-jan-2014. (B)(4). Final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up information was received on 23-jan-2014. Consumer's date of birth, weight and height were provided. This report refers to a (B)(6) female consumer. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. She had 06 pregnancies and 06 live births. All were normal vaginal deliveries dated (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012. About a year and half prior to this report, essure was inserted. She was on 3-4 months after last delivery (delivery date (B)(6) 2012). She stated that her doctor perforated her cervix and punctured her bladder during the insertion procedure. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. A year prior to this report she started experiencing migraines. Seizures about 11-12 months ago, her doctor couldn't figure out the reason why she was having the seizures, probably her body was rejecting it. She was given depakote for seizures. Few months prior to this report, she went to an outpatient hospital since she was in so much pain, and an ultrasound was performed and showed everything looked normal but they didn't take care of her cervix and bladder. She was still having pains. Essure devices have not been removed and removal was not planned. She denied pregnancy. She was positive that the events were due to essure, because she was having those symptoms started after it was inserted. No further information was provided. Follow-up received on 29-mar-2016: consumer reported via regulatory authority (case# mw5059513) that she had the essure device implanted 3 years ago (2013). According to her, not only did health care professional perforated her cervix and puncture her bladder, but he also didn't put them in the correct place, which led to multiple problems. Consumer states that, after 2 years of having it, she had essure removed and she still has the problems and it seems to her they are getting worse. Consumer reported daily pain (that gets worse during menstruation cycle), seizures have started and are becoming more frequent and more severe, all over body aches and pains, pain during and after sex (when there is a sex life now), constant migraines that won't go away and worsening back pains. In addition, the seriousness criteria "life threatening", "hospitalization", "disability/permanent damage", "required intervention" and "other serious (important medical event)" were reported. However, it was not specified for which event. Follow-up from 29-mar-2016: no new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and experienced lots of pain, doctor perforated my cervix, punctured my bladder, and seizures. The device was removed 2 years after its placement. These events are considered serious due to their medical importance. Seizures is unlisted in the reference safety information for essure, while other events are listed. Based on the provided information, a causal relationship between essure use and lots of pain, doctor perforated my cervix, punctured my bladder cannot be excluded. Considering the nature of event seizures and local action of essure, causality is unlikely. This case was considered an incident, since device removal was required. Product technical complaint investigation received: based on the available information there is no reason to suspect quality defect.

Manufacturer narrative:
As initially received via regulatory authority (FDA division director, reference number: mw5032867) on 13-jan-2014. The most recent information was received on 06-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke in the middle"), bladder perforation ("punctured my bladder"), uterine perforation ("doctor perforated my cervix / perforation by the device / pain, perforation (uterus)/migration of essure device location of device: uterus"), device expulsion ("migration of the device / migration of essure device location of device: uterus") and seizure ("seizures / seizures have started and are becoming more frequent and more severe") in a 29-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "he didn't put them in the correct place which led to multiple problems", device monitoring procedure not performed "did not performed essure confirmation test", patient-device incompatibility "my body is rejecting it" and treatment noncompliance "nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done". The patient's past medical history included vaginal delivery in 2003, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2007, vaginal delivery in 2009, vaginal delivery on (B)(6) 2012, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), migraine ("migraines / constant migraines that won't go away"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient experienced dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)") and ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of dysmenorrhoea ("daily pain gets worse during menstruation cycle/dysmenorrhea (cramping)"), pain ("all over body aches and pains"), back pain ("worsening back pains"), abdominal pain lower ("severe lower abdominal pain / cramping") and menstrual disorder ("menstrual bleeding"). The patient was treated with valproate semisodium (depakote), surgery ((partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, bladder perforation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the uterine perforation, seizure, migraine, the last episode of dysmenorrhoea, pain, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, fatigue, headache and ovarian cyst had not resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder perforation, depression, device breakage, device expulsion, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain, pelvic pain, seizure, uterine perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Unknown date: ultrasound: everything looked normal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Fu 14 and 15 processed together. On 6-aug-2018: pfs received. Events: depression and mental anguish were added. Fu 14 and 15 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032867) on 13-jan-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke in the middle'), bladder perforation ('punctured my bladder/ bladder problems'), uterine perforation ('doctor perforated my cervix / perforation by the device / pain, perforation (uterus)/migration of essure device location of device: uterus'), device expulsion ('migration of the device / migration of essure device location of device: uterus') and seizure ('seizures / seizures have started and are becoming more frequent and more severe') in a 27-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done", device placement issue "he didn't put them in the correct place which led to multiple problems", patient-device incompatibility "my body is rejecting it" and device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2012, vaginal delivery in 2009, vaginal delivery in 2007, vaginal delivery in 2006, vaginal delivery in 2004, vaginal delivery in 2003, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included norethisterone (norethindrone) from (B)(6) 2012 to (B)(6) 2015, oxycodone, paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"), dysmenorrhoea ("daily pain gets worse during menstruation cycle/dysmenorrhea (cramping)"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced migraine ("migraines / constant migraines that won't go away"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain ("all over body aches and pains"), back pain ("worsening back pains"), abdominal pain lower ("severe lower abdominal pain / cramping"), menstrual disorder ("menstrual bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with valproate semisodium (depakote) and surgery ((partial hysterectomy and bilateral salphingectomy and partial hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the bladder perforation, pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract disorder had resolved, the uterine perforation, seizure, migraine, dysmenorrhoea, pain, dyspareunia, back pain, fatigue, headache and ovarian cyst had not resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder perforation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain, pelvic pain, seizure, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Ultrasound scan - on an unknown date: everything looked normal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events: bladder/urinary problems added. Events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032867) on 13-jan-2014. The most recent information was received on 05-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke in the middle'), bladder perforation ('punctured my bladder/ bladder problems'), uterine perforation ('doctor perforated my cervix / perforation by the device / pain, perforation (uterus)/migration of essure device location of device: uterus'), device expulsion ('migration of the device / migration of essure device location of device: uterus') and seizure ('seizures / seizures have started and are becoming more frequent and more severe') in a 27-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done", device placement issue "he didn't put them in the correct place which led to multiple problems", patient-device incompatibility "my body is rejecting it" and device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included vaginal delivery on (B)(6) 2012, vaginal delivery in 2009, vaginal delivery in 2007, vaginal delivery in 2006, vaginal delivery in 2004, vaginal delivery in 2003, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included norethisterone (norethindrone) from (B)(6) 2012 to (B)(6) 2015, oxycodone, paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"), dysmenorrhoea ("daily pain gets worse during menstruation cycle/dysmenorrhea (cramping)"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced migraine ("migraines / constant migraines that won't go away"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain ("all over body aches and pains"), back pain ("worsening back pains"), abdominal pain lower ("severe lower abdominal pain / crampng"), menstrual disorder ("menstrual bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with valproate semisodium (depakote) and surgery ((partial hysterectomy and bilateral salphingectomy and partial hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the bladder perforation, pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract disorder had resolved, the uterine perforation, seizure, migraine, dysmenorrhoea, pain, dyspareunia, back pain, fatigue, headache and ovarian cyst had not resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder perforation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain, pelvic pain, seizure, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Ultrasound scan - on an unknown date: everything looked normal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea. Lot number: 932164 manufacture date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032867) on 13-jan-2014. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke in the middle'), bladder perforation ('punctured my bladder/ bladder problems'), uterine perforation ('doctor perforated my cervix / perforation by the device / pain, perforation (uterus)/migration of essure device location of device: uterus'), device expulsion ('migration of the device / migration of essure device location of device: uterus') and seizure ('seizures / seizures have started and are becoming more frequent and more severe') in a 27-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done", device placement issue "he didn't put them in the correct place which led to multiple problems", patient-device incompatibility "my body is rejecting it" and device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included vaginal delivery on (B)(6)2012, vaginal delivery in 2009, vaginal delivery in 2007, vaginal delivery in 2006, vaginal delivery in 2004, vaginal delivery in 2003, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included norethisterone (norethindrone) from (B)(6)2012 to (B)(6)2015, oxycodone, paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required) and dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"), dysmenorrhoea ("daily pain gets worse during menstruation cycle/dysmenorrhea (cramping)"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6)2014, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6)2015, the patient experienced migraine ("migraines / constant migraines that won't go away"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain ("all over body aches and pains"), back pain ("worsening back pains"), abdominal pain lower ("severe lower abdominal pain / cramping"), menstrual disorder ("menstrual bleeding"), urinary tract disorder ("urinary problems"), abdominal distension ("she was so bloated") and arthralgia ("joint pain"). The patient was treated with valproate semisodium (depakote) and surgery ((partial hysterectomy and bilateral salphingectomy and partial hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device expulsion, menstrual disorder, depression, anxiety, abdominal distension and arthralgia outcome was unknown, the bladder perforation, pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract disorder had resolved, the uterine perforation, seizure, migraine, dysmenorrhoea, pain, dyspareunia, back pain, fatigue, headache and ovarian cyst had not resolved and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder perforation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain, pelvic pain, seizure, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, perforation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Ultrasound scan - on an unknown date: everything looked normal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea. Lot number: 932164 manufacture date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received event " she was so bloated and joint pain" were added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA division director (reference number: mw5032867) on 13-jan-2014. The most recent information was received on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of bladder perforation ("punctured my bladder"), uterine perforation ("doctor perforated my cervix"), the first episode of pain ("lots of pain / daily pain") and seizure ("seizures / seizures have started and are becoming more frequent and more severe") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "my body is rejecting it". The patient's past medical history included vaginal delivery in 2003, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2007, vaginal delivery in 2009, vaginal delivery on (B)(6) 2012 and postpartum state. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced seizure (seriousness criterion medically significant) and migraine ("migraines / constant migraines that won't go away"). On an unknown date, the patient experienced bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), the first episode of pain (seriousness criterion medically significant), treatment noncompliance ("nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done"), device deployment issue ("he didn't put them in the correct place which led to multiple problems"), dysmenorrhoea ("daily pain gets worse during menstruation cycle"), the second episode of pain ("all over body aches and pains"), dyspareunia ("pain during and after sex"), back pain ("worsening back pains"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding"), and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with valproate semisodium (depakote), and surgery. Essure was removed. At the time of the report, the bladder perforation, uterine perforation, treatment noncompliance, abdominal pain, the last episode of menorrhagia and abdominal pain lower outcome was unknown, the seizure, migraine, dysmenorrhoea, the last episode of pain, dyspareunia and back pain had not resolved and the device deployment issue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, dysmenorrhoea, dyspareunia, migraine, seizure, treatment noncompliance, uterine perforation, menorrhagia, and the first and second episode of pain to be related to essure. The reporter provided no causality assessment for device deployment issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Quality-safety evaluation of ptc: final assessment. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 20-sep-2017: fu7 new reporters added. Essure insertion date updated; new events were added: severe abdominal pain, abnormal, heavy menstrual bleeding, prolonged menses, severe lower abdominal pain, on 28-sep-2017: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. No new information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("punctured my bladder"), uterine perforation ("doctor perforated my cervix / perforation by the device"), device dislocation ("migration of the device") and seizure ("seizures / seizures have started and are becoming more frequent and more severe") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "my body is rejecting it". The patient's past medical history included vaginal delivery in 2003, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2007, vaginal delivery in 2009, vaginal delivery on (B)(6) 2012 and postpartum state. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced seizure (seriousness criterion medically significant) and migraine ("migraines / constant migraines that won't go away"). On an unknown date, the patient experienced bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lots of pain / daily pain / persistent pelvic pain"), treatment noncompliance ("nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done"), device deployment issue ("he didn't put them in the correct place which led to multiple problems"), dysmenorrhoea ("daily pain gets worse during menstruation cycle"), pain ("all over body aches and pains"), dyspareunia ("pain during and after sex"), back pain ("worsening back pains"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with valproate semisodium (depakote), surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the bladder perforation, uterine perforation, device dislocation, treatment noncompliance, abdominal pain, menorrhagia, abdominal pain lower and menstrual disorder outcome was unknown, the seizure, pelvic pain, migraine, dysmenorrhoea, pain, dyspareunia and back pain had not resolved and the device deployment issue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, seizure, treatment noncompliance and uterine perforation to be related to essure. The reporter provided no causality assessment for device deployment issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Unknown date: ultrasound: everything looked normal. Most recent follow-up information incorporated above includes: on 1-dec-2017: summons received - new events, "migration of the device, menstrual bleeding were added. Product implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032867) on 13-jan-2014. The most recent information was received on 19-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke in the middle"), bladder perforation ("punctured my bladder"), uterine perforation ("doctor perforated my cervix / perforation by the device / pain, perforation (uterus)"), device expulsion ("migration of the device / migration of essure device location of device: uterus") and seizure ("seizures / seizures have started and are becoming more frequent and more severe") in a 29-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and patient-device incompatibility "my body is rejecting it". The patient's past medical history included vaginal delivery in 2003, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2007, vaginal delivery in 2009, vaginal delivery on (B)(6) 2012, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced seizure (seriousness criterion medically significant) and migraine ("migraines / constant migraines that won't go away"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"), treatment noncompliance ("nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done"), device deployment issue ("he didn't put them in the correct place which led to multiple problems"), the first episode of dysmenorrhoea ("daily pain gets worse during menstruation cycle"), pain ("all over body aches and pains"), dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)"), back pain ("worsening back pains"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)"), abdominal pain lower ("severe lower abdominal pain / crampng"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with valproate semisodium (depakote), surgery (bilateral salpingectomy - laparoscopy), surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, bladder perforation, uterine perforation, device expulsion, treatment noncompliance, menorrhagia, menstrual disorder, vaginal haemorrhage, the last episode of dysmenorrhoea, fatigue and headache outcome was unknown, the seizure, migraine, pain, dyspareunia and back pain had not resolved, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the device deployment issue had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, device breakage, device expulsion, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, seizure, treatment noncompliance, uterine perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Unknown date: ultrasound: everything looked normal concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs received - new events "abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue, headaches, device broke in the middle, did not performed essure confirmation test" were added. Lot number was added. Product explant date was added. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke in the middle"), bladder perforation ("punctured my bladder"), uterine perforation ("doctor perforated my cervix / perforation by the device / pain, perforation (uterus)/migration of essure device location of device: uterus"), device expulsion ("migration of the device / migration of essure device location of device: uterus") and seizure ("seizures / seizures have started and are becoming more frequent and more severe") in a 29-year-old female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and patient-device incompatibility "my body is rejecting it". The patient's past medical history included vaginal delivery in 2003, vaginal delivery in 2004, vaginal delivery in 2006, vaginal delivery in 2007, vaginal delivery in 2009, vaginal delivery on (B)(6) 2012, postpartum state and multiparous. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. Nothing was used as back-up contraception after essure insertion and before total occlusion confirmation. Due to severe pain, she kept cancelling her hsg (hysterosalpingogram) test appointment and never got it checked. She stated that both coils were placed, but she does not know if they were in the right spot or not. Concurrent conditions included ovarian cyst, uti, bacterial vaginosis, vaginal candidiasis, menometrorrhagia, anxiety, depression and gastroenteritis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), migraine ("migraines / constant migraines that won't go away"), menorrhagia ("abnormal, prolonged and heavy menstrual bleeding / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and headache ("headaches"). In 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient experienced dyspareunia ("pain during and after sex / dyspareunia (painful sexual intercourse)") and ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced pelvic pain ("lots of pain / daily pain / persistent pelvic pain / pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), treatment noncompliance ("nothing was used as back-up contraception after essure insertion and before total occlusion confirmation/not have her hsg (hysterosalpingogram) done"), device deployment issue ("he didn't put them in the correct place which led to multiple problems"), the second episode of dysmenorrhoea ("daily pain gets worse during menstruation cycle/dysmenorrhea (cramping)"), pain ("all over body aches and pains"), back pain ("worsening back pains"), abdominal pain lower ("severe lower abdominal pain / crampng") and menstrual disorder ("menstrual bleeding"). The patient was treated with valproate semisodium (depakote) and surgery (partial hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, bladder perforation, device expulsion, treatment noncompliance and menstrual disorder outcome was unknown, the uterine perforation, seizure, migraine, the last episode of dysmenorrhoea, pain, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, fatigue, headache and ovarian cyst had not resolved, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the device deployment issue had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, device breakage, device expulsion, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pain, pelvic pain, seizure, treatment noncompliance, uterine perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Unknown date: ultrasound: everything looked normal concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abdominal pain, pelvic pain, lower abdominal pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on 14-may-2018: fup 12 and fup 13 processed together. Pfs received. New event added- ovarian cyst. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.